Event description:
Following insertion of robotic monopolar scissors, fraying of cable on scissors was noted under magnification. Instrument was removed prior to utilization on patient. New instrument used, no harm to patient.